Event description:
The wife called in response to a field notification letter on the drive support cap and stated that her husband had to purchase a new insulin pump a couple months ago because of the same issue with the loose drive support cap. The caller stated that the insurance paid most of it the device and they would like to be reimbursed the amount of money they paid. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.